Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. The patient complained of chest pain and was diagnosed with pneumonia. Fluid was drained from the lungs. It was also reported "one of the leads was not functioning properly." The patient was discharged home and later presented to the emergency department with chest pain and was diagnosed with fluid in the lungs. A chest tube was placed and clear fluid was drained. Three hours later blood was seen coming from the tube. It was determined the lead perforated the atrial part of the heart. The patient underwent emergency open heart surgery and arrested on the table. Due to extended time there was anoxic brain injury. The patient lapsed into a coma and never regained consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. A thoracentesis procedure was performed for pleural effusion and a computerized tomography scan showed there was no evidence of lead perforation at that time. Initially, the "threshold on the atrial lead was functioning fine and at the time of follow-up the threshold was elevated as the lead had to work harder. "The reason for the perforation is unknown. Also, additional information received reports "one of the wires dislodged."